Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment and stent fractured occurred. Following pre-dilation, a 6x150 75 cm eluvia drug-eluting vascular stent system was advanced over a .035 guidewire in an anterograde approach for a recanalization of the femoropopliteal. After approximately 2cm of the stent was deployed, the thumbwheel no longer worked and it was not possible to deploy the rest of the stent. It was difficult to remove the guidewire. During withdrawal of the entire system, the 2cm of the stent that was deployed stretched and fractured. The fractured part of the stent remains in the proximal part of the superficial femoral artery. The stent was dilated to reshape the stent. The procedure was completed with another stent. There was good permeability and residual lesion on the distal part after the procedure. There were no further patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent delivery system (sds). A .035 floppy guidewire was stuck in the device. The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed that the outer sheath showed some slight buckling at the nosecone. The stent was returned outside of the device. The guidewire was also stuck in the device. The guidewire was protruding from the distal end approximately 22.5cm and from the proximal end approximately 53cm from the proximal end of the handle. The handle was opened to inspect for further damage. It was noticed that the proximal inner was prolapsed. It was also noticed that the proximal inner shaft showed some waviness. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. The dfu states that a stiff 0.035 in guidewire is strongly recommended for deployment of the stent, especially for tortuous anatomy and contralateral approaches. Use of undersized guidewires may lead to insufficient support of the device which can compromise stent delivery. (B)(4).

Event description:
It was reported that partial stent deployment and stent fractured occurred. Following pre-dilation, a 6x150 75 cm eluvia¿ drug-eluting vascular stent system was advanced over a .035 guidewire in an anterograde approach for a recanalization of the femoropopliteal. After approximately 2cm of the stent was deployed, the thumbwheel no longer worked and it was not possible to deploy the rest of the stent. It was difficult to remove the guidewire. During withdrawal of the entire system, the 2cm of the stent that was deployed stretched and fractured. The fractured part of the stent remains in the proximal part of the superficial femoral artery. The stent was dilated to reshape the stent. The procedure was completed with another stent. There was good permeability and residual lesion on the distal part after the procedure. There were no further patient complications.